Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1-14 reportedly is opening full instead of per dose. A field service engineer replaced the mini engine, and all mini drawers open per dose as configured and then the field service engineer tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple pockets were opening on removal in mini drawer. The customer stated that malfunction occurred when the user tried to remove medication. There were no adverse events or injuries reported based on this event.